Event description:
Boston scientific received information that during a pocket irrigation due to a hematoma, this atrial lead was removed from service due to impedance measurements greater than 2000 ohms and noise. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.